Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that displayed as "high"; although specific value was not provided; cause of bg not known. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged the next day ((B)(6) 2026) with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.